Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to pain. The procedure finished with a smith and nephew backup device. Unknown if occurred a surgical delay.

Manufacturer narrative:
Results of investigation: the device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. According to clinical/medical investigation, this case reports a revision was performed due to pain. Per email communication, the requested surgical reports and x-rays are not available. It was also communicated that the surgeon stated that the devices were not defective. Therefore, patient impact beyond the revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.